Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 19. Details of surgery: primary stability not achieved and nerve encroachment. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.